Manufacturer narrative:
Device return evaluation was completed . Evaluation of the subject device found the distal end cap has been heavily damaged and has peeled back and the light guide lens is missing. Furthermore, leaking was observed in the bending section rubber (biopsy channel). Fluid, staining evident on the fiber image noted. Service repair noted technical evaluation has confirmed the customer specified fault ¿chip in distal tip.¿ there is no account as to how or when the damage occurred to the distal end. A major repair is required to return the instrument to the original equipment manufacturer (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "chip at distal end". The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation noted heavy damage was identified on the distal end has peeled back and the light guide lens is missing this report is being submitted for heavy damage identified on the distal end , peeled adhesive found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately almost 9 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to stress or handling or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.